Event description:
It was reported that the unit is alarming "low water" when it is full. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
UDI is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation the product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a a device history review was not performed. Service history review identified this device has not been in for service previously and there was no indication or evidence provided in the complaint of a service issue. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).